Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual examination revealed that the left right and right non-coronary stent posts showed a slight inward deflection. The stent appeared distorted; oval shaped. The valve was rotated in the stent during manufacturing, the right cusp of the valve to the non-coronary cusp position in the stent. Per manufacturing procedures, depending on the structure of the porcine tissue, a valve may be rotated to accommodate the appropriate fit to the stent. All leaflets were in a closed position. The right cusp appeared prolapsed. All leaflets appeared tan and flexible. A large abrasion was observed on the right cusp extending from the free margin to belly, appeared to be due to contact against the bias cloth. An additional abrasion was observed on the free margin approaching the right left commissure showing similar contact with the bias cloth. The left cusp showed a rounded abrasion on the belly, appeared to be due to contact with the bias cloth. A circular abrasion, hole, was observed on the free margin of the non-coronary cusp, also appeared to be due to contact with the bias cloth. The left right commissures appeared intact. The superior coaptive area of the right non-coronary commissure appeared textured showing possible preliminary signs of a commissure dehiscence. Commissure dehiscence was noted at the superior coaptive area of the left non-coronary commissure. Remnants of pannus lined the sewing ring on the outflow, and onto the outflow rail adjacent to the right cusp. Glistening off white pannus remained attached to the existing sewing ring on the inflow, covering the margin of attachment and all inferior coaptive areas of all cusps. Pannus encroached 1 to 5 mm onto all cusps reducing the inflow orifice area. An unknown amount of pannus may have been removed during explant. Remnants of white and green-blue sutures, encapsulated with pannus, were observed on the sewing ring adjacent to the right and non-coronary cusps. Cuts/tears were noted on the sewing ring between the lc and nc with additional tears found by the rc and lc. Damages appeared to have occurred during the explant procedure with observed damage showing signs of cauterization. Radiography shows no evidence of calcification in the valve. Conclusion: the investigation is in progress. A supplemental report will be submitted after completion of the investigation. D4: updated. D9: updated. H3: device evaluated? Updated h6: coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that over 3 years post implant of this 25mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of the same model. The reason for the replacement was reported as incomplete closure of the valve leaflets, leading to moderate to severe aortic regurgitation and suspected paravalvular leak. It was further reported that the patient had questions about the product and the surgical process. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.